Manufacturer narrative:
Manufacture date: unk. The device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that were initially assessed to be burn marks at the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn¿t know the cause of the reaction but believe it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine.

Manufacturer narrative:
Additional information was received that the physician did not give importance to the patients lesions. There is no further course of action.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that were initially assessed to be burn marks at the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn't know the cause of the reaction but believe it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine.